Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 456 mg/dl at the time of incident. The customer¿s other blood glucose values mentioned were 336 mg/dl, 417 mg/dl, 481 mg/dl, 346 mg/dl and 357 mg/dl. The customer treated high blood glucose with bolus thorough insulin pump. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.